Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident, it was determined that new patients not crossing over to pyxis. A technical support specialist (tss) dialed into carefusion coordination engine and then accessed medesaioprod (10.58.12.34) via rdp. Tss ran the server down query in ssms (sql server management studio) and found 3,880 available messages to process and noticed the external messaging service was stopped and restarted it. Tss re-ran the server down query and confirmed that messages had started crossing. Tss checked the patient query and verified that patient data was now appearing in the database. Then tss logged into pes and confirmed the patient was showing issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new orders and new patients were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.